Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 23-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer 2 was failed and required maintenance. A field service engineer rebooted the station, after which customer successfully recovered the full height cubie pocket. Performed testing in the hardware test application and themed applications, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 failed and displayed a required maintenance error message. The user rebooted the station and performed a recovery, but the issue persisted.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.